Event description:
It was reported the patient¿s lead was fractured, exposed and an infection was present at the site. Surgical intervention took place wherein the right dbs system was explanted to address the issue and the patient was hospitalized.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.